Event description:
A review of service data detected a reportable problem. During servicing, the egc "c and d" cable was damaged on electrode belt sn (B)(4). The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the ECG "c and d" cable was pulled from the distribution node. The root cause for the damage cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged ECG cable. The last patient to use this electrode belt did not report any deficiencies.